Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4), (B)(4), (B)(4). Currently, these products are to submitted under arjo dominican republic registration #(B)(4). On 2020-mar-11 customer complaint was received where it was indicated that during the patient's transfer using maxi sky 2 ceiling lift, the disposable repositioning sling ripped. No injuries were received by the patient as a consequence of the incident. It was confirmed that the resident did not fall and was safely lowered back down on the bed. Following the information provided, "the maxi sky sling tore with a patient that was under the max weight.". After the incident there was a device evaluation conducted by an arjo qualified representative. The body section of the repositioning sling was found to be ripped along the side. According to the information provided by the technician, there were no signs of any other sling degradation. The sling¿s ¿physical condition looks clean and otherwise undamaged¿. Due to a covid-19 the inspection of the maxi sky 2 lift was impossible to conduct. The repositioning sling (lot # dje1300338) was being checked during quality inspection gate to verify the required product specifications and checked whether the acceptable performance criteria are met. The device history record has been reviewed for this specific device and it was confirmed that no abnormalities were found. The safe working load for disposable repositioning slings ahd001 is 272 kg and fulfil the iso10535 requirements of being stable with the safe working load. The patient¿s weight was not provided, however following the technician¿s statement ¿patient was within weight limit and size for equipment¿. The recommended limit was not exceeded. Based on all information gathered it seems likely that the disposable repositioning sling was being used for the patient's transfer out of the bed, which is not intended to be used for. The disposable repositioning sling is intended to assist lateral repositioning of residents with limited ability to move. The disposable repositioning sling ahd001 is intended to be used for a limited period only, and, by nature of its design, must be treated as a disposable and resident specific product. The repositioning sling instruction for use (04. Sq.00-int1_2) provided with every arjo slings includes crucial information: "the expected life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of frying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed do not use the sling.". ¿to avoid injury, only use the sling for repositioning in bed. Never use the sling for transfer/transport.¿. ¿the slings should be kept away from the sharp edges, corrosives or other things that could cause the damage on the sling.¿. If this labelling is followed it is unlikely that the ahd001 sling will rip. In this particular case, it is possible for the caregiver to not have followed the labelling which describes how to inspect the sling before the transfer and how to provide a safe lateral transfer between adjacent surfaces. The exact cause of the ripping failure could not be determine with certainty. However, in case of torn fabric in repositioning slings, the most probable reason of ripping failure could be related to the combination of sling being damaged before transfer and/or overloaded by being caught under an obstruction (sharp edge of bed, wheelchair). To sum up, arjo disposable repositioning sling and maxi sky 2 have been used for the patient¿s care in that way contributed to the alleged incident. The repositioning sling ripped and from that perspective, the sling did not meet manufacturer¿s specification. Even though patient did not sustain any injury, the complaint was decided to be reportable to the competent authorities in abundance of caution due to the circumstances: sling's body section ripped during usage with the patient.

Manufacturer narrative:
(B)(4). We are in a process of reviewing information provided. Additional information will be provided upon investigation conclusions. (B)(6).

Event description:
On (B)(6) 2020 customer complaint was received by arjo, where it was indicated that during the patient's transfer, using maxi sky 2 ceiling lift, the disposable repositioning sling ripped. No injuries were received by the patient as a consequence of the incident. It was confirmed that the patient did not fall and was safely lowered back down on the bed. From the information received "the maxi sky sling tore with a patient that was under the max weight."